Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. No case file was available for analysis. In the fault file, two fault messages were found on the reported event date. The first was n-006 (the system has detected blood in the catheter) and the second was n-184 (the system has detected a higher-than-expected pressure). In conclusion, the reported issue of "visible blood" cannot be confirmed through patient data file analysis; however, the balloon catheter failed the patient data file analysis due to two system notices received: the system has detected blood in the catheter and the system has detected a higher-than-expected pressure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, blood was seen in the balloon catheter. The balloon catheter and mapping catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.